Event description:
A doctor reported that a patient with known allergies to several substances experienced blistering in the mouth, swelling of the tongue, and a sticking feeling in the mouth after upper and lower impressions were taken using jeltrate. The patient took benadryl t relieve the symptoms, though no further intervention was sought or administered.